Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and one haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
No lens returned in unit carton.